Event description:
During a ptca/stenting treatment procedure, a portion of the choice pt guidewire fractured off and remains in the patient's body. The lesion being treated was located in the left circumflex (lcx) coronary artery. A taxus stent was placed at the circumflex coronary artery lesion site; during deployment the stent moved distally. A second stent was brought down and during deployment, it watermelonseeded proximally. A choice guide wire was inserted and positioned where the tip was behind the first stent's struts. A third stent was deployed in the proximal portion of the lesion overlapping the first stent. When removing the wire it became stuck on one of the stent's struts and severed, leaving a 1 cm portion inside of the patient's vessel. The physician opted to leave the retained portion. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "satisfactory."